Manufacturer narrative:
This report is for an unknown mid-foot fusion screw / unknown lot. Part and lot numbers are unknown; UDI number is unknown. Complainant part is not expected to be returned for manufacturer review / investigation. (B)(4). Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4).

Event description:
This report is being filed after the review of the following journal article: n. Hartig, s. Krenn and h.-j. Trnka (2015), surgical treatment of the charcot foot long-term results and systematic review, der orthopade vol. 44(1), pages 14-24, (austria). The aim of this study was to reduce the number of ulcerations and infections, and to minimize the risk of amputation. Between 1999-2011, a total of 43 patients with a mean age of 62.26 were included in the study. These patients were diagnosed with charcot arthropathy or neuro osteoarthropathy. The synthes mid-foot fusion bolt was used for the stabilization of the medial column as an alternative to plate osteosynthesis. The mean duration of follow-up was 32.52 months. The article did not specify which of the devices were being used to capture the following complications: due to infections, a total of 3 amputations had to be performed. 3 patients had reulcerations, 3 patients had pseudarthroses. 6 cases of screw loosenings in progressive talus necrosis. 2 cases of screw fractures. This is report 1 of 3 for (B)(4). This report is for an unknown synthes mid-foot fusion bolt (screw).